Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.6, -12.0 diopter, implantable collamer lens was implanted, removed, and replaced with a same length lens intraoperatively on (B)(6) 2023 from patient's left eye (os) due to lens tear/break during injection/delivery into the eye. Patient contact but no patient injury. . This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H4 - device manufacture date: 01-sept-2023 corrected to 22-jan-2023 in initial MDR. Claim #(B)(4).